Event description:
It was reported that during a prostate procedure the fiber tip detached inside of the patient. The doctor removed the piece from the patient. The fiber was exchanged. The second fiber "expired" after 5 or 10 minutes. "Doctor finished the case with resect scope turp." Patient outcome "ok" reported. This report is for the second fiber event.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap; the bevel section is melted; the heat shrink tube exhibits melting at the open end; the glass fiber inside of fiber cap is blackened; the glass cap exhibits moderate detritus adhesion. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.